Event description:
(B)(4) - the dealer reported that the unknown model and serial number (B)(4) wheeled rollator non exposed threaded lever component was broken inside the plastic casing. There was no patient injury reported.